Event description:
A customer reported observing biased results when testing glucose and cholesterol qc samples. Troubleshooting determined that this event is consistent with a malfunction that may cause false patient results to be reported. There was no report of pt harm as a result of this event.